Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and lymphadenopathy.

Event description:
Patient reported right side rupture and "swollen under armpit". Device remains implanted.

Event description:
Patient reported right side rupture and "swollen under armpit". Healthcare professional confirmed right rupture via ultrasound. The device has been explanted and was not replaced.

Manufacturer narrative:
Visual evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lymphadenopathy: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: no observed were openings on the device. Lymphadenopathy: unable to observe as it is a medical event not related to the device. Additional observations: observed deformation on the device. White particles observed in the surface of the shell. No further actions are required as the device was implanted.

Event description:
Physician confirmed right rupture via ultrasound. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Corrected reason for reoperation: rupture, swollen under armpit.